Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The device was in a heated waterbath for four days. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, starting 10.5 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities or defects to the device tip and proximal weld. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection revealed buckling in the inner and outer shafts, from 8cm to 10cm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 1.2mmx12mm threader¿ micro-dilatation catheter was advanced to dilate the lesion. However, upon first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 1.2mmx12mm threader¿ micro-dilatation catheter was advanced to dilate the lesion. However, upon first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.